Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the surgeon was free of pancreaticoduodenal lymph nodes the gen11 host indicated excessive pressure on the cutter head. The nurse took the harmonic ace instrument out, wiped it, and found that the knife tip was broken. After confirming with the clinical customer, no fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse said she found the rupture when she pulled out the extracorporeal swab. There was no report of fragments falling from the device while used within a patient. The fractures were found outside the patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly the base. A piece approximately 0.363" x 0.085" was found to be broken off. Broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding the broken blade was confirmed by failure analysis. Common causes of the failure mode broken instrument blades are attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.